Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio low. In 2009, inratio - pt self tester was admitted to the hospital because of the 1.3, but was released because they obtained a 2.4. Comparison were done on the same day, customer was not certain of the time frame.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant results. Meter in complaint (inratio-I) and strip lot # 214429 returned. Mean calculation revealed all inr values from both tests were within confidence limits. Accuracy tests with return products were performed. Accuracy criteria met. Meter functional test was performed. All testing criteria passed. No product deficiency was established. Further action not required at this time. There is no sufficient info to determine root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. On 10-sep-09: biosite received 1 inratio meter and 5 strips (ln 214429).